Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur irrigation set would not flow during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with the yellow tube at the end pulled off and the clear tubing crimped. The device was visually inspected and functionally tested. During functional testing water was flushed through the device and a slow flow of fluid was observed. The reported problem was not verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.